Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge and tubing change the infusion set tubing detached from the body, the connector piece remained lodged in the pump, insulin was observed leaking into the cartridge chamber, and the cartridge subsequently shattered and could not be removed, implicating a failure to disconnect at the reservoir component. No injury, clinical signs, symptoms, or conditions during the event reported. Outcomes included the need for unexpected medical intervention with medication, as the user reverted to backup insulin therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a failure to disconnect at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.